Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-05713, for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were used during an upper endoscopy performed on (B)(6), 2009. According to the complainant, during the procedure, both clips were bound in the sheath and would not extend out of the sheath. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).